Manufacturer narrative:
The lot was manufactured between june 12, 2019 and june 13, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found to be leaking from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.